Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, no image appeared due to a faulty printed circuit board. The cause of the faulty circuit board could not be identified. The instruction manual identifies the following verbiage, which may help prevent the phenomenon: ¿9.2 troubleshooting guide: no image. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. The video system center cannot communicate with the endoscope. Stop using the endoscope and contact olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 150 series scope. There was no more than a 15-minute delay and no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed due to a defective patient board set. In addition, the board of the scope was unable to be fixed due to loose receptacle board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.